Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site and performed a total service call. The cse verified proper functioning of water and substrate pump dispense, wash spinner speeds and waste vacuum. The cse ran water test with no issues and found that the substrate bottle was overfilled and carbon dioxide (co2) scrubber was wet. The cse replaced the co2 scrubber and refilled the substrate bottle with fresh substrate. The cse verified the operation of instrument and the customer ran quality controls and patient samples, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the service report and stated that the substrate overfill and wet co2 scrubber can cause blockage of the co2 scrubber, affecting the dispensing of substrate from the reservoir. When this issue occurs, missing or insufficient substrate in the reaction would cause low counts per second (cps), which would explain the low cps for lh. Upon the hsc specialist's instructions, the cse checked the water connection of the system and found that the system was not directly plumbed. The customer uses deionized water and decontaminates the lines at the end of every month. The last decontamination was performed on (B)(6) 2017. The hsc specialist reviewed the instrument data and determined that there was a sample level sense issue which impacted the lh test. The error log did not reveal any mechanical anomalies during the time lh and e2 tests were processed. E2 is a competitive assay and low cps values can be impacted by reagent pipetting and fluidics. E2 reagent level sense was consistent. The service report confirms that the cse recently replaced some parts that, if faulty, could explain the discordant on the e2 results. The cse replaced the sample dual resolution dilutor, reagent probe and reagent ceramic valves. The cause of the discordant e2 and lh results on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant estradiol (e2) and luteinizing hormone (lh) results were obtained on one patient sample on an immulite 2000 instrument. The discordant results were reported to the physician(s). The sample was repeated on the same instrument, resulting different than the initial results. The corrected results were reported to the physician(s). After troubleshooting, the sample was repeated on the same instrument, resulting similar to the repeat results. There are no reports of patient intervention or adverse health consequence due to the discordant e2 and lh results.